Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis of product return, retains analysis and concomitant product evaluation. The DHR review, trending by lot number and retains analysis could not be performed since the lot number was not available. The sra indicates the risk associated with a quality problem with no impact on safety is "low." Visual analysis was not performed as the product was not available for return. The concomitant product had corrective maintenance however it is inconclusive whether the maintenance performed is related to the complaint issue. There is insufficient information to identify an assignable cause for the reported issue. The customer did not respond to asp's attempts to request additional event information. The lot number was not available so the DHR, retains product, and lot trending were unable to be evaluated; and the complaint bi was not received for evaluation. If additional information be received at a later date, the complaint will be re-opened for evaluation of the event. The issue will continue to be tracked and trended.

Manufacturer narrative:
(B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® nx cycle. The affected loads were reprocessed and no injuries or harm were reported as a result of this event. Although there have been no confirmed reports of injury or harm to any patients in this case and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.